Event description:
It was reported that this pacemaker recorded episodes with atrial over sensing, related to far r wave oversensing and right ventricular under sensing and over pacing. Lead measurements were within normal range. The field representative was going to go to the hospital and make sensitivity changes on this patient. The pacemaker remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.